Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they received "no device found" when they tried to charge the ins. The ins power drained quickly. They reset their controller and tried to recharge the ins and saw "recharger problem. Cannot continue. Disconnect recharger. Call [the manufacturer]." They noticed wear on the recharger where the cord entered the coil. No patient injury reported.